Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports via phone, approx (B)(6) male having a retrograde cystogram when the room fluoro failed. After the third attempt to reboot the computer, the system came up. Physician was able to complete the procedure without further incident. No reported injury.